Event description:
It was reported that during a laparoscopic appendectomy, the device was fired with a reload and there was an excessive amount of bleeding from the staple line. The staples appeared malformed. The bleeding was not the normal oozing that occurs during this procedure. The staple line was reinforced by suturing. There was no consequence to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The complaint could not not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.